Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved in the reported incident was returned for evaluation. When the device was evaluated, the reported issue was not observed. The device operated as intended. Preventative maintenance was performed. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reported during a live call, that on (B)(6) 2024, an infant in the nicu was being infused parental nutrition (tpn) and the infant's glucose levels dropped to 30. This happened just a few minutes after the tpn had been stated. Immediately the nurse practitioner removed the tpn and hung a d10% bag which stabilized the baby. The bag was returned to the pharmacy and sent to a lab for testing. Baby was 1.69 kilograms in weight and born the same day (B)(6) 2024.